Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenaculum forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation revealed that the instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The crimp measures approximately 0.032¿ x 0.046. The clevis did not exhibit any damage or wear marks. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. Failure analysis investigation also found an additional failure unrelated to the customer reported complaint. Signs of corrosion were found on the instrument bearings. Pitch input disk bearings exhibited orange discoloration. The root cause of corroded instrument bearings is typically attributed to improper cleaning/reprocessing techniques. A review of the site's complaint history identified no other complaints related to the instrument and/or this event. No image or procedure video was provided for review. A review of the instrument log for the tenaculum forceps instrument lot# n10190410 / sequence 0034 associated with this event has been performed. Per the review, the device was last used on the (B)(6) 2022 on system (B)(4). The instrument has 5 remaining usable lives. Based on the additional information obtained from failure analysis investigations, this complaint is considered a reportable malfunction due to the following conclusion: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, inspection identified that the tenaculum forceps has a broken wire. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and information related to the last procedure usage and patient demographic information was requested, but not provided.